Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was prepared and pre-dilated with a 2 x 12 semi compliant balloon. A 2.50 x 38 mm promus elite was fully deployed at 11 atmospheres to treat the target lestion. No other devices were used to help deliver the stent at the lesion site, and there were no issues with stent deployment. After the stent was post dilated with a 2.5 x 15 non-compliant balloon, dissection at the distal part of the stent was noted. Another stent was deployed distally, overlapping to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.